Event description:
A scrub technician reported that the cutter stopped cutting during the procedure and continued aspirating. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient. No additional information is expected.

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
A review of the device history record indicated the order was built to specification. The vitrectomy probe was visually examined using 25x magnification. The vitrectomy probe was determined to be visually conforming. The sample was functionally tested for aspiration, actuation and cut. Aspiration, actuation and cut tests were all deemed conforming. Unable to determine the root cause as the vitrectomy probe was determined to be conforming to all visual and functional specifications.